Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was done which observed fluid inside the bag that contained the unit, which suggested a leak had occurred. Further inspection revealed the cause of the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. A remnant of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The morphology of the end of the broken tubing and internal sites of the breakage suggested there was extra solvent present. The reported condition was verified. The cause of the condition was determined to be due to the application of extra solvent during the manufacturing assembly process which caused melting of the tubing and likely decreased the integrity of the tubing causing the breakage to occur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed prior to patient use and was contained within the sealed overpouch. There was no patient involvement. No additional information is available.